Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection disconnected on multiple occasions. The user's blood glucose (bg) level was approximately 300 mg/dl. The user addressed bg level by reconnecting the luer lock connection and delivering a bolus.